Event description:
A us distributor reported that a patient was receiving a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the trunk cable was cut with multiple wires severed. The root cause for damaged cable could not be positively identified. There were no adverse events associated with the damaged belt.